Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the jaws jammed, and when the jams were forced open a piece broke off within pt. No pt consequences.